Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call damage on the insulin pump. Customer blood glucose level was over 200 mg/dl. Customer advised the insulin pump smelled of insulin and the reservoir is full of air bubbles. Customer advised the scratches on the insulin pump makes it difficult to read the screen. Troubleshooting for insulin pump exposed to fluid was performed. Customer advised the device was exposed to insulin. Customer was able to pass and perform the self-test. Customer was advised to monitor the insulin pump and call back if they receive any alarms.